Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was misfiring during a check to be used on a patient; a different epg was used. The caller was advised to return the epg; the current status of the epg is unknown. There was no patient involvement.